Manufacturer narrative:
(B)(6). Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. Reportedly, high impedance was observed a year ago (approximately (B)(6) 2019). However, therapy was achieved through reprogramming. Since (B)(6) 2020, reprogramming was unable to cover the targeted pain area. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed postoperatively.

Manufacturer narrative:
The reported event for high impedance was confirmed. As received, the octrode lead was incomplete, only stimulation end segment was returned. Microscopic inspection identified a break with multiple broken wires; consistent with overstress condition that the lead was subjected while in vivo.